Event description:
Related manufacturer reference number: 3006705815-2023-05633. It was reported that patient experienced ineffective stimulation. X-rays did not show migration or fracture. There were no impedance issues with the lead. Per physician the lead was covered in scar tissue which contributed to the ineffective stimulation issue. It was also noted that patient was in an accident. Surgical intervention was undertaken wherein the lead was explanted and replaced. Effective therapy restored.

Manufacturer narrative:
Section b3: date of event is estimated. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.